Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button was intermittently unresponsive. The patient stated that sometimes the down arrow button would not respond at all and other times it requires several hard presses in order for it to respond. There were reportedly no cancelled boluses and no insulin delivery interruptions due to the reported issue with the down arrow button. The patient reportedly wore the pump in a case in a pocket and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The following information was inadvertently included in the follow-up 1 report: evaluation revealed that the pump performed rewind, load, and prime steps with no power loss. All current readings were within specifications.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/03/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2012 with the following findings: evaluation revealed that the keypad was fully intact. Evaluation revealed that the down arrow and ok keypad buttons were intermittently unresponsive and required excessive force to activate a response. All other keypad buttons responded appropriately and spring back or click normally. There were no hypersensitive or inverted contacts were observed. Evaluation revealed that there was contamination under the keypad buttons. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Evaluation revealed that the pump performed rewind, load, and prime steps with no power loss. All current readings were within specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.